Manufacturer narrative:
No cracks in reservoir area noted during visual inspection. Unit was received with missing retainer. Unable to perform displacement test due to missing retainer. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the casing was broken at the reservoir compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.